Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device failed the pacer test and displayed a "pacer failure" and "pacer out-put low" message. There was no report of patient involvement.